Manufacturer narrative:
Device label code for f10. Position 1: 1701 and position 2: 1738. Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.

Event description:
Event complications: none from the event - reported 8/26/96. Patient's current status: well - rpt'd 8/26/96.